Event description:
Caller states the patient tested hi on the inform system and 257mg/dl on a lab drawn within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.